Event description:
It was reported by service report that the power cord plug had a loose power prong resulting in the bed having intermittent power. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: power cord plug had a loose power prong.